Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the pulse generator exhibited an inappropriate measured data. The device remained implanted, no intervention had been reported.